Event description:
The balloon on a bard dilation catheter developed a hole in it while being used to dilate the ureter by dr. The inflation pressure on the package states 4-12 atm, with maximum of 15 atm. Dr states that he inflated to less than 10 atm, according to the bard inflation syringe when the leak occurred. Pt was not harmed by this. The procedure continuecd successfully.